Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter at the extension tubing is confirmed and was determined to be related to the manufacture of the device. One 4 fr d/l powermidline catheter was returned for evaluation. An initial visual observation showed blood residues throughout the returned catheter. It was observed that the purple extension tubing was partially detached from its white, molded bifurcation. A microscopic observation revealed no excess purple extension tubing inside the molded bifurcation. The fracture surface of the distal end of the purple extension tubing showed striations from being cut with a sharp, bladed instrument. A small cut out was observed where the purple extension tubing should be situated. Analysis of the returned sample revealed this failure to be caused by the manufacture process, as it appeared that the extension tube was not fully inserted during the molding process. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that leakage at the midline. Upon observation, it was noted that the purple midline had become detached from the white support. Midline removed. At first glance, there appears to be no harm done, apart from the fact that he had to undergo a second procedure to replace the midline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.